Event description:
The hcp reported the pump was explanted due to a "possible infection - reddened incisional site." The pump was explanted and returned to the MFR for analysis. The wound was debrided. A follow up report will be sent when additional info is received.